Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion on the lcx. The device could not cross the lesion. No clinical sequelae were reported. Evaluation summary: a number of struts on the 8th, 9th and 10th proximal stent segments were raised and overlapping. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results and conclusion: (lesion morphology). (Failure to deliver stent and stent deformation). (B)(4).